Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to revert to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 6pm. The patient advised the cca she manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged product issue. At 1130pm, after the start of the alleged issue, the patient claimed she felt symptoms of "shaky and spacey." The patient immediately took a glucose tablet/ glucose gel as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and batteries were previously replaced a week prior to contacting lfs. The cca walked the patient through resolving the alleged product issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.